Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, most likely was due to patient anatomy, as the patient was functionally bicuspid, however a conclusive cause could not be determined with the limited information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely the pvl resulted due to suboptimal position as the valve ¿dove deep¿ as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown. In this case, a second valve (valve in valve) was implanted successfully with no other adverse patient effects reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dove deep and were unable to pull back. A moderate paravalvular leak was noted on transesophageal echocardiogram (tee). A second valve (valve in valve) was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.